Manufacturer narrative:
This report is related to previously reported complaint reported on 03/10/2013, MFR number 2938836-2013-00283.

Event description:
This report is related to previously reported complaint reported on 03/10/2013, MFR number 2938836-2013-00283. New information noted that the right ventricular lead was replaced on (B)(6) 2018. No additional information could be obtained.

Event description:
New information received noted that the patient remained hemodynamically stable through the procedure.